Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Date returned to manufacturer initial reporter is synthes sales consultant patient code (B)(4) no code available used to capture no patient involvement without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the small hexagonal screwdriver with holding sleeve was found broken in the instrument set. There was no patient involvement. This report is for one (1) small hexagonal screwdriver with holding sleeve this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 314.020, lot no.: 9960639: manufacturing location: (B)(4), release to warehouse date: 15.sep.2016: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. Device condition: the small hexagonal screwdriver (part 314.020, lot 9960639, mfg 15.sep.2016) was received at us customer quality (cq) with the distal tip sheared off. Broken fragments were not returned. The break occurred at the transition between the 5 mm and 4 mm diameter sections based relevant technique guide. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned broken. Lot number review: the material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR(s). Drawing review: relevant drawings were reviewed; dimensional analysis was not performed as the distal tip had sheared off and was not returned. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the driver (part 314.020, lot 9960639) was received broken. A device inspection, device history record review and drawing review were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being over torqued or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.